Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube, inflation lumen, and core wire. Microscopic examination revealed that the tip is damaged. There is blood present in the guidewire lumen and the balloon is still tightly folded. The guide wire used in the clinical procedure was not returned with the device so a test guide wire was used for functional testing. A .014 inch test guide wire was advanced into the guide wire lumen and was able to pass through. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in a coronary vessel. A 1.20mm x 15mm emerge push balloon catheter was advanced for dilatation. However, the device became stuck with the non-bsc guide wire. The device could not be advanced nor could be pulled out from the wire. Both devices were removed together from the patient's body. The procedure was completed with a new wire and a new balloon. No patient complications were reported.

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in a coronary vessel. A 1.20mm x 15mm emerge push balloon catheter was advanced for dilatation. However, the device became stuck with the non-bsc guide wire. The device could not be advanced nor could be pulled out from the wire. Both devices were removed together from the patient's body. The procedure was completed with a new wire and a new balloon. No patient complications were reported.